Event description:
A peritoneal dialysis (pd) patient reported alarms during pd treatment and a message that air was detected in cassette. The patient turned off the cycler. When the cycler door was opened there was fluid noticed in the cassette chamber. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler and has been with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported alarms during pd treatment and a message that air was detected in cassette. The patient turned off the cycler. When the cycler door was opened there was fluid noticed in the cassette chamber. In a follow up, the patient verified the fluid leak event and said there was no harm, intervention or adverse event associated with the fluid leak. The patient is still using the same cycler and has been with no further issues.